Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to broken interface board solder joint. Insulin pump received with minor scratches on display window.

Event description:
It was reported that the customer had a pump that turned off by itself. Customer's mother thought the battery was dead and after changing the battery, the pump won't turn back on. Customer's mother stated that changing the battery did not make a difference. Customer's blood glucose level was 290 mg/dl. Customer is on a back-up pump. Customer's mother mentioned that there was a hairline scratch on the screen that you can hardly see. Customer's mother inserted a new aaa (B)(4) battery but the display did not return. Customer called back later and after waiting 10 minutes before inserting another battery, the display still did not return. Insulin pump will need to be replaced. No additional information provided.